Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a likely causal association between the internal blood leak with the optiflux nre dialyzer during hemodialysis (hd) treatment with the fresenius 2008t machine and the patient¿s blood loss of approximately 300-400ml with symptoms of dizziness and hypotension that warranted hospitalization for syncope. Blood leak events are known potential complications when using optiflux dialyzers for hd therapy. It is unknown what caused the internal blood leak as there were no reported defects with optiflux 180 nre dialyzer, and as it was discarded after the event, it is not available for failure analysis by the manufacturer. Moreover, it was reported the 2008t machine did not incur a blood leak alarm. After the reported event, the machine¿s blood leak detector and sensor board were replaced. The patient has resumed regularly scheduled hemodialysis without further reported issues.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred 2 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed. The machine, a fresenius 2008t machine, did not sound the blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 300ml. The patient became dizzy, treatment was stopped, and the patient was taken to the hospital. The patient was diagnosed with syncope, and was admitted to the hospital and was later discharged. The patient has resumed their normal hd treatments without further issues. The dialyzer was reportedly discarded and is not available to be returned.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res) due to a nonfunctioning blood leak alarm. The res replaced the blood leak detector and the sensor board, and the components were calibrated to complete the repair. After the repairs, machine functional checks were performed, and all tests found the unit to be functioning within specification. A records review was performed on the reported device serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework during the manufacturing process which could be related to the reported event. Additionally, a review of the device history record (DHR) confirmed the results of the in-progress and final quality control (qc) testing met all the requirements. The investigation into the cause of the complaint was able to confirm the reported event.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred 2 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed. The machine, a fresenius 2008t machine, did not sound the blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 300ml. The patient became dizzy, treatment was stopped, and the patient was taken to the hospital. The patient was diagnosed with syncope, and was admitted to the hospital and was later discharged. The patient has resumed their normal hd treatments without further issues. The dialyzer was reportedly discarded and is not available to be returned. It was later confirmed that a fresenius regional equipment specialist (res)replaced the blood leak detector and sensor board, and the components were calibrated, and machine passed functional checks.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Hospitalization changes to yes. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.